Event description:
Edwards has learned of a valve-in-valve procedure to replace a 23mm aortic pericardial valve due to a failing bioprosthesis. The implant duration of the 23mm aortic pericardial valve was 13 years, 11 months and 9 days at time of the procedure. Device remains implanted. Patient stable and transferred to ICU.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient medical history has been made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported failing valve is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the valve-in-valve procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for failure of this device remains indeterminable.